Manufacturer narrative:
Device is a combination product.

Event description:
It was reported a death occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 32x2.5mm, concentric, de novo target lesion was located in the mildly tortuous left circumflex (lcx) artery. The physician successfully deployed the 32 x 2.5 promus elite drug-eluting stent at the lesion site. Immediately after deployment the physician noted no flow in the lcx. The patient experienced hypotension, sudden cardiac arrest and did not survive.